Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. 97745 - controller. The reason for call was patient reported the controller is down and out, won't light up or come on and the screen is blank. Patient services (ps) asked patient to reset the controller and patient could not get the back off the controller to troubleshoot / reset. Ps recommend patient call ps back once they are able to open the back cover of the controller. The issue was not resolved. Redirected caller: other (document in note) additional information was received from the patient. Pt stated that they hadn't used the recharger since they didn't know when to use it. Pt then stated that if the ins was at 40% or 50% then they would use the recharger for five minutes and then the ins would charge back up. Pt stated that the ins battery had been between 80% and 100% for a whole week and never went below 80%. Pt confirmed that there was no message on the controller saying that stimulation was off. Pt confirmed that the ins was currently on with group c highlighted in green. Pt was using group c with program 1. Pt stated that currently the controller was at 100% and the ins was at 80%. Pss reviewed with the pt that ins battery longevity was dependent on therapy settings/usage. Pt stated that they didn't know how to adjust the therapy settings or when to adjust the therapy settings. Pt asked if they were supposed to wait for a bunch of pain to go down their leg before adjusting the therapy. Pt stated that no one taught them how to use the device. Pt stated that their right foot goes to hurting around one or two o'clock in the morning and that it would be a burning sensation all the way down their right leg so they couldn't go back to sleep. Pt stated that they had some cream that they had been putting on their foot and that they had also taken extra pain pills. Pt noted that the cream worked real good. Pt stated that if they put the cream on their foot at nine or ten o'clock at night, then their foot wouldn't hurt at two in the morning. Pt stated that the cream would work all night and all day until two o'clock the next morning. Pt stated that their left foot was their bad foot and that if their left foot hurt it would hurt about ten times as much as their right foot, so that's where they would need help from the ins. Pss reviewed with the pt how to increase/decrease stimulation. Pt stated that they were told to just "leave it like that" pt tried increasing the stimulation during the call; pt stated that the stimulation went to 0.2 when it was at 1 before; pt stated that then the therapy went from 0.2 back to 1 automatically. Pt then increased the stimulation to 0.4, to 0.6, to 0.8, to 1.0, to 1.2 and then to 1.4. Pt then stated that without doing anything, the stimulation went back to 1.0. Pt wasn't able to access any further therapy settings by tapping on program 1, so pss understood that the pt didn't have adaptivestim enabled/active.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient called back describing the same symptoms below. Patient stated that they have woken up two nights in a row now at 1am with a burning pain in their right foot towards their little toe. Patient stated they were worried the pain was becoming more frequent because in the past it was only happening maybe one night a week. Patient added that they typically would rub some cream on their foot and take a pain pill and that would resolve the pain, but they haven't been able to go back to sleep after. Patient called to ask if there was a way to turn their therapy up because they didn't remember. Agent walked patient through adjusting therapy settings. Patient was in group c with 1 program available and increased intensity during the call from 1.4 to 1.8. Patient stated they were starting to feel it pulsing or stimulating down there, and in the past they never felt anything besides the pain. Pt noted their left foot was fine at 1.0, but the pt felt a lot of "tingling" at 2.0 which made them uncomfortable. Pss suggested the pt to decrease their intensity if they were uncomfortable with the tingling sensation and to increase the intensity as needed.